Manufacturer narrative:
Concomitant medical products: product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 37743, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient was prompted to palpate their implantable neurostimulator (ins) pocket to assess the ins depth and position. Following this, the patient stated that it was "jiggly" and that it had been that way for about a year. The patient had mentioned this to their health care provider (hcp) and was told not to worry about it. Patient outcome was not reported. Follow-up attempts have been made, and a follow-up report will be sent if additional information is received.